Manufacturer narrative:
1/25/1999- supplemental report sent to FDA.

Event description:
The device was used during a whipple procedure. Reportedly, the instrument partially fired. The hospital has reported no patient injury occurred.